Manufacturer narrative:
A portion of the catheter was returned for analysis. Analysis found ¿catheter ¿ sutureless connector ¿ difficulty with sutureless connector led to explant¿. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 03-dec-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 500mcg/ml at 121mcg/day via an implantable pump. The indications for use were intractable spasticity and spinal cord injury/spinal cord disease. On (B)(6) 2019 it was reported that during the pump replacement procedure, the old pump connector would not disconnect from the pump. There were no environmental, external, or patient factors that may have led or contributed to the issue and no diagnostics or troubleshooting were performed. The pump segment of the catheter was replaced and attached to the new pump. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further to provide regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.